Manufacturer narrative:
Investigation: photo received for investigation. Four blister packs and two syringes are observed, one of the syringes had the stopper disassembled. No other defect is observed. The poorly assembled stopper is due to poor alignment of plunger timing with the cap. These defects can be generated during the manufacturing process. Corrective action, adjustments and the change of the nozzles are adjusted, the lot reported was manufactured before the end of this activity. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of syringe 3ml ll syringe only mx bun experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: failure in the plunger and syringe body.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 3ml ll syringe only mx bun experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: failure in the plunger and syringe body.